Manufacturer narrative:
The cause for the discordant hbsag results is unknown. The patient samples have been requested for further investigation.the instrument is performing within specifications.no further evaluation of the device is required.the hbsag confirmatory (conf) assay IFU states in the limitations section:"for diagnostic purposes and to differentiate between acute and chronic (B)(6) infection, the detection of (B)(6) should be correlated with patient clinical information and other (B)(6) serological markers. It is recognized that presently available methods for detection of (B)(6) surface antigen may not detect all potentially infected individuals. (B)(6)."

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00060 on march 10, 2014. 04/01/2014 additional information: the customer sent the patient samples to siemens healthcare diagnostics for further testing and investigation. The patient samples were labelled (B)(6) yellow and (B)(6) green. The samples were from the same patient. The patient samples were tested with the hbsag ii assay lot number 109023 and the results were (B)(6) (7.84 and 7.80 index). Sample (B)(6) yellow was tested with the (B)(6) confirmatory assay. The sample did not confirm (15% neutralization). Scantibodies heterophilic blocking tubes (hbt) were used to check for heterophilic antibody interference in the assay for both samples. There was a reduction in signal associated with the scantibodies hbt tube for both samples when tested with the hbsag ii assay. Sample (B)(4) yellow went from 7.84 to 0.42 index. Sample (B)(4) green went from 7.80 to 0.97 index. Other tests and results: sid (B)(4) yellow: (B)(6) 0.00 index, (B)(6) 0.37 index, (B)(6) 0.10 index, (B)(6) 0.27 index, (B)(6) 2069 miu/ml ((B)(6)). Sid (B)(6) green: (B)(6) 0.00 index (B)(6) 0.10 index (B)(6) 0.08 index (B)(6) 0.77 index ((B)(6)) (B)(6) 1844 miu/ml ((B)(6)) conclusion: the loss of signal with the scantibodies hbt tubes with the patient samples supports heterophilic antibody interference. The possible cause of the discordant (B)(6) results is heterophilic antibody interference. Sample (B)(6) green is (B)(6) and sample (B)(6) yellow is (B)(6). Since the samples are from the same patient, then hbct should not be positive. The results indicate that there may have been a pre-analytical error associated with the (B)(6) green sample. The (B)(6) confirmatory IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. Samples containing heterophilic antibodies should not neutralize using the advia centaur hbsag confirmatory assay." The hbsag ii IFU states in the limitations section: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. Patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis." The initial MDR stated: "confirmatory (B)(6) results (third sample):". Correction: confirmatory (B)(6) testing was performed on the first sample. The initial MDR stated: "02/10/2014 alternate method result on first sample:". Correction: alternate method testing was performed on the third sample. Testing was performed on three samples from the same patient.

Event description:
A falsely confirmed hbsag result was obtained when the customer performed advia centaur xp confirmatory testing. The patient sample was reactive for hbsag ii on three samples and the first patient sample was tested on the advia centaur xp confirmatory assay. The result confirmed (B)(6). The third patient sample was tested on an alternate method and the result was (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag confirmatory results.